Event description:
Customer reported, on voluntary medwatch form: "backflow of blood from clave needleless connector. Device removed from pt's arm and pressure applied. No adverse outcome to pt reported."